Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records on 06/15/2018. Medical records reviewed for MDR reportability. It is noted that during the implantation of patient's primary left attune total knee replacement, her patella was not resurfaced at that time. On (B)(6) 2015, patient's left knee was revised for the first time, to address pain and degenerative joint disease of the patella. During this revision, the patella was resurfaced, and the tibial insert was exchanged. Revising surgeon did not report that the patient's pain was attributable to the degenerative joint disease of the patient's native patella. Implant prod/lot code information is currently unavailable for the primary knee components from (B)(6) 2015. Cement manufacturers are currently unknown for both the primary and the first revision surgery. It is noted that the left knee was revised a second time for tibial base plate loosening, addressed in (B)(4). Doi: (B)(6) 2015; dor: (B)(6) 2015; (left knee).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the implant associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.